Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. The insulin pump received with cracked case on lcd display window corners and scratched lcd window noted during visual inspection. All operating currents are within specification. No unexpected low battery or off/no power alarms noted. The insulin pump passed off/no power test, selftest, displacement test, rewind and basic occlusion tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having several low blood glucose episodes since may when she had a car accident that was caused by low glucose level. The caller stated that she has some cognitive issues as a result of the accident, which have affected her memory. The customer mentioned being hospitalized twice, but she does not remember the dates. Troubleshooting was performed, and the device was not exposed to an MRI. Assisted the caller to run the displacement test and passed. Advised the customer that the insulin pump will be replaced. No further information was provided.